Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported that the patient's ipg became unable to communicate following an unrelated procedure. It is unknown if the ipg was set to surgery mode. Surgical intervention was undertaken and the ipg was explanted and replaced.